Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred. Additionally, the pump indicated a data log corruption. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of event. Reportedly, the customer had an alternate pump available for insulin therapy.